Event description:
Lead was redundant while repositioning an ICD and was able to remove lead without complication. Patient with biv ICD implantation, coronary disease status post CABG, ischemic cardiomyopathy, and status post vt ablation who was noted to have a possible protrusion of ICD wires and device under the skin. Given concern that patient had developed an ICD lead erosion as well as concern about a scab overlying the ICD site, patient was sent for possible ICD revision. The biv ICD was repositioned into submuscular pocket.